Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 5 pocket b1 had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full-height auxiliary drawer, where rows b and c were not appearing on the bus. A field service engineer checked the configuration, cables, and connections, and found no obvious damage. Removed the retractor band and discovered physical damage to the trace wires. Replaced the damaged retractor band with a new one. After the replacement, the customer recovered and access the drawer and pockets successfully, confirming that the repair was effective. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI). Part analysis: the reported condition of "medstation es - drawer failed" was confirmed by field service engineer and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported full height auxiliary drawer, where rows b and c were not appearing on the bus. The fse checked the configuration, cables, and connections, and found no visible damage. The fse removed the retractor band and discovered physical damage to the trace wires. Replaced the damaged retractor band with a new one. After the replacement, the customer recovered and accessed the drawer and pockets successfully with no further issues observed. During dchu visual inspection: pn 353844-01: the unit revealed shorted copper strands with signs of localized thermal damage. No fluid ingress, bends, cuts or other anomalies were observed. During dchu testing: pn 353844-01: no further testing was performed since signs of thermal damage were observed on the copper strands of the returned assy retractor dwr hh cubie. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "medstation es - drawer failed" was due to short between adjacent copper strands of the "assy retractor dwr hh cubie" (pn 353844-01)/ this condition resulted in localized thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 5 pocket b1 had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. As per part investigation, it was that determined that assy retractor dwr hh cubie resulted in localized thermal damage and ultimately compromised the drawer's functionality. There were no adverse events or injuries reported due to this event.